Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 137 mg/dl. The customer was not sure if the button error occurred right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer will return the pump for analysis.